Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit displayed eee901 and the heart rate was displayed with a value twice as normal. There was no patient injury.